Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 09/23/2015 device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: during testing, the pump was powered on and a call service (cs-052) alarm was recorded in the black box data. An ezprime and 24 hour test were executed successfully without any further alarms being duplicated. The complaint was confirmed in the pump history but not duplicated during testing. The pump cover was removed and no evidence of internal moisture was noted.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that there was a call service (B)(6)alarm. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 08/12/2015. (B)(6).